Manufacturer narrative:
Should additional information become available, this event will be further updated.

Event description:
It was reported that the patient with this device passed away. An initial data review was unable to rule out a possible link between the product performance and the patient's death, due to the observed system undersensing. Data was then sent for a technical services review who then confirmed the device had delivered five shocks two days prior to the reported date of death; as well as, confirmation of two untreated events, on this same date due to arrhythmia rates and amplitudes not meeting therapy detection and duration requirements. System measurements during the therapy period were all within normal ranges. The observed and reported under detection of ventricular fibrillation appeared to be a combination of undersensing and rate cutoff limit parameters with morphology changes noted during the episode event.